Event description:
It was reported that the insertable cardiac monitor (icm) had low battery out of box during device preparation. No patient was involved.

Manufacturer narrative:
The device was above elective replacement indicator (eri) upon receipt and the reported event of low battery was not confirmed. The device was able to be interrogated. Analysis of device indicated that device was within normal range of operation and shows appropriate remaining capacity based on implant date. A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. Further analysis and longevity assessment performed showed normal device characteristics and the device was in the normal range of operation with appropriate remaining longevity.